Event description:
"While connected to a patient, the vent turned off several times. Screen displayed high pressure over and over; alarmed and vent would turn off. After pressing reset, the vent would turn on again". No patietn harm.